Event description:
Complaint found in maude database: "bedside thoracentesis performed on this patient using the arrow-clarke pleura-seal thoracentesis kit. I was notified after the procedure that during the procedure it was observed by the physicians that the catheter that was inserted into the patient's lung to drain the pleural fluid had a hole in it. This hole could have allowed air to be introduced into the patient's lung which could have resulted in a pneumothorax. The procedure was completed with no complications and a post-procedure chest x-ray was done. The results for this x-ray state: impression: improved aeration. No pneumothorax. Patient remained stable for the remainder of the shift. The damaged product was shipped to the purchasing department to share with the vendor".

Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is 259207140. Date report sent to FDA 06/18/2021. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database: "bedside thoracentesis performed on this patient using the arrow-clarke pleura-seal thoracentesis kit. I was notified after the procedure that during the procedure it was observed by the physicians that the catheter that was inserted into the patient's lung to drain the pleural fluid had a hole in it. This hole could have allowed air to be introduced into the patient's lung which could have resulted in a pneumothorax. The procedure was completed with no complications and a post-procedure chest x-ray was done. The results for this x-ray state: impression: improved aeration. No pneumothorax. Patient remained stable for the remainder of the shift. The damaged product was shipped to the purchasing department to share with the vendor".